Event description:
Reportedly, upon switching from overview screen to diagnose. Aida screen during a follow-up, the programmer was frozen for more than 10 minutes. The power supply was unplugged and replugged but the programmer was crashed afterwards. It was not possible to restart the programmer.

Manufacturer narrative:
(B)(4).

Event description:
Reportedly, upon switching from overview screen to diagnose. Aida screen during a follow-up, the programmer was frozen for more than 10 minutes. The power supply was unplugged and replugged but the programmer was crashed afterwards. It was not possible to restart the programmer.